Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette not attached error and the downstream occlusion was damaged. This was found during the testing stage. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received in used and decontaminated condition. A visual inspection found a bubbled dso seal. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was found to be a bad dso sensor. The dso sensor was replaced as well as the dso seal, dso bezel, keypad, and overlay.